Event description:
It was reported that the bronchofibervideoscope had previously been sent to the manufacturer for repair due to damage. Following that repair, the image clarity dropped significantly, resulting in a dark, degraded image that was identified during pre-use setup preparation, before the patient entered the room. A light source bulb issue was also identified as a contributing factor. No patient harm was reported in association with this event.

Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.